Manufacturer narrative:
The investigation is on-going at this time. The product is discarded and no imaging has been shared, though requested. The need for embolectomy prompts reporting, and if more data is shared and a root cause determined, a supplemental will be filed.

Event description:
The patient had an impella cp placed for hemodynamic support after a myocardial infarction. During the support the patient was not therapeutically anticoagulated due to a subarachnoid bleed. As the patient condition improved, the impella was weaned and explanted. After explant from the femoral artery the patient's limb became ischemic. The patient had a surgical embolectomy and flow was restored.